Manufacturer narrative:
Joystick controller was sent to the MFR, pg drives technology, for eval; results pending.

Event description:
End user reports driving her power wheelchair in her kitchen and running into a cabinet and injuring her knee.